Manufacturer narrative:
We determine that this adverse event was caused by lack of calibration process before use . This device has already been used for a long time, and this time, nidek service engineer performed maintenance of the device and found poor condition as it required to replace multiple parts. As a mandatory procedure on the user side, this device is required to perform calibration before use. By following the proper use of the operator's manual, this kind of reported adverse event can be prevented. After obtaining the information of this incident, we contacted the doctor four times to ask about the patient and device condition, however; there was no response from the doctor. This device has more than doubled its service life. Therefore, we could not investigate the device history record because it exceeded the retention period of production record. There are no similar event reported in the past six months, and no trends were found. Adverse events can be prevented in advance by following the operator's manual. Although this event occurred in a facility in (B)(4), the same model is marketed in united state. Nidek determined that it is a reportable event as we became aware of that may have caused or contributed to a serious injury.

Event description:
At the request of maintenance of ec-5000 s / n. (B)(4) from nidek's distributor in (B)(4), a service engineer contracted with nidek visited the site. At that time, the customer informed that there were myopia overcorrection and induced astigmatism occurred in the past (2019/2/4). The device was observed at the site, and found that the condition of the device is poor, such as the output energy is not stable at the low hv value (23 kv-24 kv) of laser head. Several parts including laser head was replaced. After the maintenance, the output energy became stable, and it was confirmed that the device worked properly. (Date completed on 2019/2/7).